Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin was squirting out of their insulin pump during the fill tubing process. Customer's blood glucose levels were over 200 mg/dl. Customer stated that the insulin continues to drip after the motor stops during the manual prime process. Troubleshooting for prime rewind was performed. The customer was advised to change out the entire infusion set. The insulin was not leaking out anymore and the issue was resolved. Customer was advised to revert to a backup plan and not connect to the insulin pump until the reservoir and tubing have dried.